Event description:
It was reported that a customer's blood glucose (bg) was recorded as high; cause was not known. Ketone level was moderate. Customer delivered a bolus via the pump to address the bg and went to the emergency room (ER). Customer was treated with intravenous fluids of saline and insulin. Customer was discharged the next day with the issue resolved and no permanent damage. Technical support performed pump system check. No issues were identified with the cartridge, insulin or infusion set cannula/tubing.